Event description:
During an in clinic follow-up, far-field r-wave oversensing resulting in episodes of automatic mode switching was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.